Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported up button on pad not working during testing which was reproduced. The reported condition was verified. Multiple buttons were found not working. The cause was determined to be keypad with use good components. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump up button on the pad was not working during testing. There was no patient involvement. No additional information is available.